Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..

Manufacturer narrative:
The investigation could not confirm that the angled acet inserter handle had fractured as reported as no product or pictures were returned. Previous investigations have found that design change was implemented for this product (eco-321614) to prevent the anti-rotation pin from loading the plastic handle to minimise further failures of the handle cracking. Dra-001725 was created to investigate the use of radel in instruments and concluded that the data showed no systematic failures of extruded radel for use in instruments. Following the dra a hhe was completed (dva-108291-hhe) and concluded that the risk is medium and that no further action is necessary. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Addendum added 11-jun-2014. The investigation confirmed the breakage of the handle as reported as the product was returned to visually inspect. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Hip replacement: during the procedure when the instrument was struck it chipped on the end. No chips fell into the patient. Continued using same instrument. No delay in surgery. No ae to patient.